Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that generator replacement surgery was aborted prior to generator replacement, but after the patient was anesthetized. It was reported that upon interrogation of the newly opened generator it showed end of service. The hospital did not have another generator to implant; therefore, the surgery was cancelled. It was later reported that the generator had been stored in freezing temperatures and it is known that the generator will show end of service upon interrogation until it has warmed back up and a system diagnostic test is run. No system diagnostic test was run to determine the true battery status. The following day the generator did not show end of service upon interrogation. The generator was returned for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the generator was completed on (B)(4) 2014. After a twenty-four hour period at -23.0 degrees celsius (-10°f) the generator interrogation showed neos and the vbat calculation results were 2.278 volts. However, the vns therapy system physician¿s manual states the following on the storage temperature of the product; ¿store the vns therapy system between -20°c (-4°f) and +55°c (+131°f)". Also, a caution statement in the manual warns against the effects of low temperature on the battery voltage and instructs on how to address the issue. It appears that the instruction was not followed. In the lab when the generator had time to stabilize, the generator was subjected to and successfully completed a final electrical test. The generator is operating within cyberonics specification. There were no performance or any other type of adverse conditions found with the pulse generator.